Manufacturer narrative:
Rossignol, e, et al., vagus nerve stimulation in pediatric epileptic syndromes, seizure: eur j epil (2008), doi 10.1016/j.seizure.2008.03.010.

Event description:
During a review of an article regarding vns therapy for pediatric epilepsy pts, it was reported that a female pt (noted in the article as pt #11) experienced pain at the generator site which necessitated surgical repositioning of the device. Vns was reinstituted within a few weeks of repositioning the generator. Attempts to obtain additional info are underway.